Manufacturer narrative:
MDR 3003442380-2024-05576 - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient experienced adhesive issues with four infusion sets of the same type. The infusion set fell off during use on two occasions, with event dates on (B)(6) 2024 (2 sets). The infusion set was in use for within 8 hours. The patient's blood glucose (bg) at the time of the issue was noticed was 169 mg/dl for the second event. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. No further information available.